Event description:
It was reported that on (B)(6) 2014, the patient had ¿flowing¿ on the scar without fever and redness. Patient symptoms or complications associated with the event were reported as procedure related. The patient required an urgent care visit and on (B)(6) 2014, antibiotics were provided. On (B)(6) 2014, examination revealed redness and warmth around the scar and ¿yellow flowing¿. The event severity was characterized as moderate. Subsequently, the decision to explant all of the ¿system¿ was made due to risk of infection on the ¿lcr¿; and the ¿system¿ was explanted and not replaced. The pump was explanted on (B)(6) 2014, but the catheter remained implanted and in service, and the location of the issue or symptom was specified as the device pocket. The outcome was reported as resolved without sequela as of (B)(6) 2014. The medication in the pump was not specified. It was later reported that ¿flowing¿ on the scar referred to liquid around the scar. It was noted that a culture at the scar site was not indicated. The pump was being used to infuse clonidine and hydromorphone.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was further provided the clinical diagnosis was drainage from the wound. The event resulted in a serious deterioration in the health of the patient and resulted in in-patient or prolonged hospitalization and the administration of antibiotics. This was reported as related to the procedure.